Event description:
It was reported that an occlusion alarm occurred. Reportedly, the the cartridge was in use for more than 48 hours. Tandem technical support informed the customer that cartridges should be changed every 48 hours when using humalog insulin. Customer¿s blood glucose value was around 400 mg/dl. The customer changed supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.